Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic ketoacidosis. The caller stated that the before (B)(6), the customer was having an issue with the insulin pump not working. The caller stated that on (B)(6) 2017 the customer's blood glucose was above 600 mg/dl and she could not bring it down. The caller also stated that two weeks before (B)(6), the customer had gotten really sick from the insulin pump. The customer had heart disease and had a heart surgery four years ago. The customer's blood glucose was 646 mg/dl at the time of passing. The customer was wearing the insulin pump at the time of passing. The customer was using sensors and the caller believes a sensor was worn at the time of death. The caller declined carelink upload and declined returning the insulin pump for analysis.